Event description:
Elderly patient with guillian-barre, morbid obesity, chronic hypercapnic respiratory failure with chronic tracheostomy. Passy-muir valve during the day/ astral ventilator at night. Patient recently admitted to hospital from [redacted date]- [redacted date] for acute on chronic respiratory failure secondary to multilobar pneumonia- bacterial, group b strep, afib with rvr, and possible aspiration event. Patient is a resident of a long term facility. At 6:39am patient present by ground ambulance to ed room 3 with reports of persistent sob (shortness of breath) overnight with documented spo2 in the 80s. Patient was placed on zoll transport ventilator, settings: fio2 100%. At approximately 08:45am a provider was walking by patient¿s room and heard a faint alarm. Upon entry to room patient was disconnected from ventilator, ashen in color, with spo2 saturation of 60%. Ventilator was re-connected to patient and spo2 saturation improved to 95%. Patient was mentating after recovery. Ed leadership reviewed event with charge nurse. It is speculated that patient was disconnected for 30sec-1min. No staff were in the central station to hear tele/spo2 alarms. Respiratory therapy leadership tested the decibel level of the alarm, at varying distances. The alarm was tested at 72 dba at 3 inches, 60 dba at 5 feet, and 56 dba at 10 feet.